Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement spo2 module. Unit calibrated and safety tested to factory's specifications.

Event description:
Customer reported passport v monitor has intermittent spo2 issues, which may affected spo2 monitoring. No pt injury was reported.